Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing yeast infection was exacerbated by the lifevest equipment. Patient described the area as a yeast type skin rash that gives off a bad odor. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a topical cream and nystatin for the skin irritation. Outcome of the irritation is unknown.